Manufacturer narrative:
A ge representative evaluated the system and replaced the generator interface board, the control panel processor board, and a fuse for the 15 volt power supply. System operates as intended.

Event description:
The customer reported the system would not complete boot up. No patient injury was reported.